Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. Review of stored device memory showed high rate pacing at 145 beats per minute (bpm) and functional loss of capture (loc) due to ventricular sensed events occurring at the same time as ventricular paced events. The patient was noted to have first degree heart block. Additionally, atrial undersensing was observed due to low intrinsic amplitude. The undersensing was resolved with sensitivity programming changes. Boston scientific technical services (ts) reviewed the stored electrogram (egm) and device programmed settings and discussed additional programming options. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.